Manufacturer narrative:
No product is being returned for eval, but lot # is provided. A device history report is being reviewed by engineering in order to further investigate this incident, and a f/u report will be sent within 30 days or upon completion of the eval.

Event description:
Laparoscopic cholecystectomy - "according to surgeon, he used clip applier and pt had to come back in to repair common bile duct leak." Pt status: unk. Type of intervention: admission, ir drainage, & errcps.